Event description:
A medtronic bioglide vp shunt malfunction was retrospectively identified. The patient had come in ~8 months ago for a shunt malfunction. Since then, our facility had sent out a recall letter to the patient, alerting them that the manufacturer had initiated a device recall. The patient's mother believed that the shunt malfunction that occurred was related to the disconnection problem identified in the recall. Upon reviewing the operative report, this was confirmed. Per the operative notes: the patient was brought to the operating room. We went to remove the reservoir snap assembly and it was apparent that the shunt had broken off at the attachment of the ventricular catheter to the reservoir dome and the catheter was lodged in the brain. At this point, we tested the distal shunt runoff and found there was no runoff. Therefore, we opened up the abdominal incision and began the process of finding the proximal ventricular catheter. Had to widen the bone opening around the area of the shunt insertion site, dissect down through the brain parenchyma approximately 1cm into the parenchyma until the distal ventricular catheter could be found. It was removed without difficulty.